Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Additional information has been requested.

Event description:
Literature: kim th, lee pb, son hm, choi jb, moon jy. Spontaneous lead breakage in implanted spinal cord stimulation systems. Korean j pain. Mar 2010;23(1):78-81. Summary: this article discusses a case of lead breakage in a (B)(6) male patient with spinal cord stimulation (scs) for complex regional pain syndrome. Event: (B)(6) after implant, the patient experienced a sudden cessation of stimulation. An x-ray was performed and found a "disconnection" of the lead within the insulator near the area where it was fixed to the supraspinatus ligament. The stimulator was removed, a break was confirmed, and the lead was replaced. After replacement, the patient reported an improved visual analog scale score with sufficient electric stimulation. The stimulator had continued to work normally at the time of publication (B)(6) later. It was indicated that "disconnection" was due to the repetitive bending and straightening of the lead.